Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (RV) lead became dislodged during catheter slitting. The RV lead helix further could not be retracted. The RV lead was removed and replaced. The patient remained in stable condition.